Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that there were issues during the trial on (B)(6) 2019. When implanted with the trial wire it either slipped or was not put in high enough so the trial did not work and the settings were not right on the device. No further complications were reported.